Event description:
It was reported that, after a bhr resurfacing construct had been implanted on the patient¿s left hip on an unspecified date, the patient experienced elevated metal ion levels in serum. A revision surgery was performed on (B)(6) 2022 to treat this adverse event. During this procedure, both the bhr resurfacing head and shell were explanted and replaced with a thr system. The patient¿s outcome is unknown.

Manufacturer narrative:
Complaint internal reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed due to elevated metal ion levels in serum. The devices, used in treatment, were not returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU, or a definite escalation actions review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed for the devices. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions for all bhr heads and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The revision operative report was reviewed, but does not provide insight into the reported elevated metal ions. Based on the reported symptoms it cannot be concluded that the events/clinical reactions elevated metal ions were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight and trauma to the joint replacement. If the product or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.